Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the returned equipment did not identify anything that would have caused or contributed to the reported event of brady heart rate. It was reported that the patient experienced brady rhythm during procedure. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: error codes 313, 314, and 315 in memory logs. The most likely cause was traced to component failure. Another unreported condition was identified: error code 336 in memory logs. The most likely cause was traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the unit needed an evaluation. The patient experienced brady rhythm during procedure. A functional check was performed after the case, and all tests passed. The units with serial numbers (B)(6) were used on the same procedure. (B)(6) and another device were used together for the other procedure. The mastectomy case used the unit with serial number (B)(6). It was utilized along with a device with serial number (B)(6). For the neuro case, devices with serial numbers (B)(6) were utilized. The electrosurgical accessories and grounding pad were conmed accessories. Atropine and epinephrine were provided to patient with no compressions needed. The patient did go to the ICU; however, this may have been required even without the bradycardia event. The hospitalization was prolonged, but not likely due to the bradycardia event.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial#(B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.